Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a faulty screen display; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty screen display was confirmed by baxter personnel during product evaluation. The root cause was assigned to line on the main display. The main display was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.